Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause. (B)(4) user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. (B)(6) (caregiver) is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 188mg/dl. The customer's expected fasting blood glucose test result range is 100 to 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6)2017, a back to back blood test was performed by the customer non-fasting and produced test results of 194 and 184mg/dl using true track meter. The test strip lot manufacturer's expiration date is 03/31/2019 and open vial date is approximately two weeks ago. The meter memory was reviewed for previous test result history (date / time not set): a 184mg/dl, (B)(6)2017 10:25 am, fasting: no. A 188mg/dl, (B)(6)2017 06:07 am, fasting: yes. A 123mg/dl, (B)(6)2017 05:56 am, fasting: yes. A 117mg/dl, (B)(6)2017 05:26 am, fasting: yes. A 116mg/dl, (B)(6)2017 05:55 am, fasting: yes. Patient has not had any recent changes in her daily routine such as diet, exercise, or medication.